Manufacturer narrative:
Product event summary: analysis found the lcd (liquid crystal display) screen was broken and some liquid had come out. Several segments did not light up anymore.

Event description:
The external pulse generator was returned to the manufacturer for preventive maintenance, analyzed and tested out of specification. There was no patient involvement.